Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. A review of the event history log showed multiple high pressure alarm messages. Functional testing involved performing pump's pressure switch test. The investigation was unable to repeat the customer's reported problem. The downstream occlusion sensor was replaced as a preventive measure.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited occlusion. Per reporter additional information is unknown. No adverse patient effects were reported.